Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 24 days (10jul2023 ¿ 03aug2023 per time stamp). On 21jul2023 at 22:38:47 and 31jul2023 at 20:34:54, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.5-4.6v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional information provided stated that the serial number of the mpu is unknown. It is also unknown if the patient was using a v-lock, the power cord came loose, or if there was a loss of power to the residence. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use, rev. C, section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records were not reviewed due to the serial number of the mpu being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for review. A review of the log files revealed low flow alarms on (B)(6) 2023 that resolved on their own. A couple of low voltage and no external power hazard alarms occurred on (B)(6) 2023 at 2238 and (B)(6)2023 at 2023 while on the mobile power unit. No other unusual events were noted in the log and appears the vad and peripheral equipment are functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.